Manufacturer narrative:
The device ro14035 has been inspected for investigation purpose. The tests performed confirmed that the hydraulic actuator foot was not well-set. The foot was set during the intervention.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the hydraulic stabilisation system was non-functional. There was no patient involvment reported.